Event description:
The customer reported that the system alarmed and appeared to lock up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer was instructed to reboot the system. The system was tested, found to be working as intended and returned to active service.